Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage on the insulin pump screen. The customer's blood glucose at the time of the incident was not provided. The customer stated that the insulin pump screen had scratches and was difficult to read. The customer also reported a rewind anomaly. Troubleshooting was declined. The insulin pump will be not returned for analysis.